Manufacturer narrative:
Other, other text: this MDR was generated under protocol (B)(4) as a result of warning letter (B)(4). No lot number was provided; therefore, device history record review could not be completed. A product sample was received for evaluation. A visual inspection was performed. The sample was in used conditions without its original packaging. It was observed that the flange was damaged. A review of the manufacturing process was conducted by the quality engineer in order to verify that there are no situations or practices that could create the event. No discrepancies were found. The root cause of the reported issue could not be confirmed during evaluation; however, the most probable root cause is that the damage was missed during the visual inspection performed in the manufacturing process and/or the device was received damaged from the supplier. Actions were taken to mitigate the reported issue: the quality engineer conducting retraining to the production personnel on product packing in order to reinforce the visual inspection to verify for signs of damage in the product.

Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received indicating that the flange to a smiths medical portex® blue line ultra® tracheostomy tube was damaged and the holder was detached. The physician reported that the tube holder being disconnected and the flange being damaged prevents the tube from being fixed securely. Subsequently, the tracheostomy (trach) tube was changed out with no reported adverse patient effects.